Manufacturer narrative:
Lead author; salla jaamaa-holmberg. Article title; extracorporeal membrane oxygenation for refractory cardiogenic shock: patient survival and health-related quality of life journal title; european journal of cardio-thoracic surgery 2019 issue 55 literature article location: 10.1093/ejcts/ezy374. Average age of 53. Predominately male; earliest date of publish used for event date; 10 december 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an extracorporeal membrane oxygenation (ECMO) for refractory cardiogenic shock: patient survival and health-related quality of life. The patients were divided into two groups the survival group and the death group depending on the outcome of ECMO. All data was collected from a single centre between 2007 and 2016. The study population included 133 patients (predominantly male). Carmeda bio surface coated cannulae were used during these cases (model, serial and lot numbers not provided). Among all patients, 43 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: stroke, hypoxic-ischaemic encephalopathy, limb ischemia, need for fasciotomy, displacement of cannula and chronic ulcer (cannulation site or ischaemic). Based on the available information, the displacement of cannula and chronic ulcer adverse events may have been attributed to medtronic product. Among all patients there were no device malfunctions noted. No additional adverse patient effects or product performance issues were reported.